Event description:
It was reported that there was possible battery depletion. The device was replaced. There were no patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis of the device revealed normal battery depletion. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.